Event description:
Information received regarding the explanted device notes that the patient experienced lightheadedness. The device was not capturing because the threshold had risen above the device output. A chest x-ray showed a lead fracture.